Manufacturer narrative:
The lateral locking cross screw was removed before achieving bony union. The surgeon failed to replace the screw. The cross screw is a key element in the fracture fixation, and therefore, it is reasonable to conclude that user error led to the non-union. The IFU states that the cross screw must be placed to secure the implant.

Event description:
A sonoma crx was implanted on (B)(6) 2012. The lateral cross screw started to back out 1 month post op and the surgeon removed the cross screw in his office. The pt went to a non-union. The implant was removed on (B)(6) 2012. The pt was revised with a plate and bone graft. The removal was uneventful and the hardware was intact.